Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in a moderately tortuous and mildly calcified inner shunt. A 6.0mm x 40mm x 40cm (4f) fg sterling balloon catheter was advanced for dilatation. However, during initial inflation at 10 atmospheres for 4 seconds, the balloon ruptured. The device was replaced with another of the same device and the procedure was completed. No patient complications were reported.